Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was suspected during routine follow-up in clinic. Upon review of the session records, the battery depletion was determined to be normal and that there was a discrepancy in longevity estimates due to battery voltage outliers. Device remains implanted. No further information available.

Event description:
New information received states the device was explanted and replaced. No further information is available.

Event description:
New information received indicated that no intervention was reported at the time of the event, and a follow-up was scheduled for further assessment. Patient condition was stable.

Manufacturer narrative:
The reported field event of a diagnostic anomaly confirmed in the laboratory. The discrepancy in longevity estimates was believed to be due to a programmer software issue. The device was tested on the bench and no anomalies were found.